Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint database revealed no other incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during unpackaging of the 3.0x33mm xience xpedition stent delivery system (sds), the shaft separated; thus, the sds was not used. There was no reported patient involvement and no reported clinically significant delay in the procedure. A new 3.0x33mm xience xpedition sds was used to successfully complete the procedure. There was no additional information provided.